Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition and a scratched lcd lens. No applicable evidence was found in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the explore was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed volume accuracy testing. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
D4 primary UDI number updated. Reporting become aware date updated.